Manufacturer narrative:
Philips service replaced the os disk and reinstalled the software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to a defective os disk on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.